Event description:
One touch ultra meter was reading inaccurately high. During troubleshooting, it was discovered that pt's meter was in the wrong unit of measurement. At 8:00 am, pt tested the blood glucose before breakfast at work with a result of 200mg/dl. They interpreted this reading as 20.0 mmol/l. Based on this reading, pt took 2 units of fast-acting insulin on top of the 15 units of slow-acting insulin. Pt usually does not take any fast-acting unless the results are over 12 or 15 mmol/l. (The result of 200mg/dl = 11.1mmol/l). Pt then fell unconscious 15 minutes later. They had not experienced any symptoms of either high or low blood sugar prior to losing consciousness. Paramedics were called and they tested their blood glucose on their meter with a result of 2.0mmol/l. By the time they arrived at the hosp, pt had regained consciousness and was sent home without any treatment. Pt claimed that they had never changed the battery on the meter and did not recall entering the set up mode. The meter code matched the test strips. The test strips were in good condition and not expired. Pt did not have and had not been using control solution. This case is reported as an adverse event since the pt suffered a serious injury after they took extra insulin as a result of confusion of the units of measurement.